Event description:
A microclave® neutral connector reportedly broke during patient use three times. There was no patient harm.

Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not yet been received. The complaint investigation is pending.